Manufacturer narrative:
(B)(4). The analysis results found that the (B)(4) device was received in good visual condition and with two reloads present. Reload c was returned fully loaded with staples; reload b was partially fired which indicates that the device's firing cycle was interrupted. The returned device was tested for functionality with the returned reload b and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.

Event description:
It was reported that during an unknown procedure, the endocutter cut the tissue but no stapling occurred. No staples in tissue, no staples in abdominal cavity. It is unknown how the procedure was completed. There were no adverse consequences for the patient.